Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 405cc mentor memorygel breast implant and experienced postoperative right-sided rupture. Ultrasound and mammogram performed on unspecified date indicated the right-sided rupture. The patient had a consultation with a healthcare professional. As a result, the patient underwent removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2021.

Manufacturer narrative:
On 21-apr-2021, mentor received additional information regarding the date of mammogram, MRI result, and replacement devices. Mammogram was performed on (B)(6) 2021. MRI performed on (B)(6) 2021 indicated suspected right-sided rupture. The patient underwent bilateral removal and replacement with two 500cc mentor memorygel breast implant prostheses (catalog #: 3505004bc, left serial#: (B)(6), right serial#: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-may-2021, the suspected medical device was returned for evaluation. On 21-may-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the device was found to be ruptured and received in two parts. Mentor did not receive permission to perform destructive testing.  As a result, the analysis from the product evaluation lab was limited to non-destructive testing, and we could not conclusively determine the root cause of the rupture. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause an implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-jul-2021, the product investigation was updated. Investigation summary: visual analysis of the returned device revealed that the device was found to be ruptured and received in two parts. An anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Manufacturer's reference number: (B)(4).